Event description:
On august 8, 2022, a post-operative issue was reported by (B)(6) regarding a scoliosis implant involving a response 5.5_6.0 system used at (B)(6) hospital by dr. (B)(6). The device in question, a poly reduction screw (part number: 00-1300-3, lot number: unknown. During a clinic follow-up, it was discovered that the bottom of the construct had broken, specifically involving the poly reduction screws. The patient, a 19-year-old male (initials kg, weight 150 lbs), did not suffer any injury, and the surgery was completed successfully without delay or need for revision. Broken pieces of the device remained inside the patient and not returned for evaluation. No further contact or medical consultation was requested by the complainant.